Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose displayed high on the continuous glucose monitor (cgm). Cause was not known. Customer administered a correction injection via mdi to address the high bg. The customer continued to use the pump for insulin therapy.